Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. During troubleshooting with technical support, the customer was able to successfully charge the pump using an alternate usb cable.